Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: half of the staple line detached after about 30 seconds after firing. There was an issue with the staples not forming properly. The surgeon sutured by hand to correct the problem. There was no reinforcement material used. There was an extension of surgery time of 30 minutes or more. The patient underwent extended hospital stay with additional anesthetic and pain killers. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).